Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.    Reported events - 2 events were reported for this quarter.   Product return status - 2 devices were received for evaluation.   Evaluation status - 1 reported event was confirmed during testing. - 1 device was found to be affected by corrosion of the trigger assembly. 1 device evaluation is in progress.   Additional information - 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device trigger was sticking leading to run-on. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 2 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 2 devices were received.   Event confirmation status 2 reported events were confirmed; the cause traced to component failure. Evaluation results 2 devices were found to be affected by a corroded trigger assembly.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device trigger was sticking leading to run-on. 2 events had no patient involvement; no patient impact.